Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with four prostyle devices using the pre-close technique via a 21f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) case study procedure. Reportedly, the four prostyle devices were used for pre-close; however, failed relative to the aaa procedure. Surgical intervention was used to achieve hemostasis post completion of the aaa procedure. A clinically significant delay was reported as a result of the surgical intervention. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.